Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2013. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Not returned by patient.

Event description:
It was reported that patient underwent an initial right partial knee arthroplasty on an unknown date in (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2016 due to femoral loosening. During the procedure, patient was revised to a total knee. No further information has been provided.